Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had an allergic reaction. Patient's mother reported a red and spotty dry rash that healed completely but felt chapped. Patient went to the doctor on (B)(6) 2014 who gave him tegaderm. Patient stated he still had a reaction to the tegaderm. Mother declined sensor replacement and will go to the doctor for medical advice. At the time of the call patient reported being healthy.